Event description:
It was reported that the patient experienced intermittent stimulation and less than 50% therapy relief on the lead. The patient felt stimulation and then would not feel stimulation with one minute; at any amplitude. It was stated that x-rays and impedance testing were performed; the results were unknown. The lead and implantable neurostimulator (ins) were replaced and the patient was reprogrammed.

Event description:
It was later reported that the lead dislodged/migrated. A revision was done on the lead. An x-ray was performed on (B)(6) 2013 and showed stimulation in leftward sacuum. A revision was done on a malfunctioning stimulator with replacement of a new lead. It was reported that the unit was not working correctly. The reported sign and symptoms were frequency and urgency. It was also noted no hospitalization was required and non-serious injury/illness was reported.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v127150,# implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va0clu7, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v127150, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).